Event description:
The following was reported to davol by the pt¿s attorney: (B)(6) 2004 - the pt was implanted with the bard marlex mesh. The pt has suffered and will continue to suffer pain, suffering, disability and impairment, as a result of the implantation of the designated pelvic mesh product. Attorney alleges pain, suffering, disability and impairment.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt¿s attorney did not allege a specific device failure or pt injury and medical records have not been provided. No lot number has been provided by the pt¿s attorney; therefore, a review of the mfg records could not be conducted. Additionally, no product was returned for eval. If add¿l event and/or eval info is obtained, a follow up MDR will be submitted.